Event description:
It was reported that the device exhibited intermittent loss of atrial sensing one day post implant. The sensing was set to 0.75 mv at implant and lowered to 0.1 mv. Sensing still appeared to be intermittent.